Event description:
.

Manufacturer narrative:
There has been no reported patient or operator injury associated with this event. The reported event description indicated the following: "patient wasn't triggering at all and went apneic". The initial reporter was immediately contacted regarding this statement as the eli 350 electrocardiograph does not provide "triggering" and is not an apnea monitor. In discussing with the initial reporter, the initial reporter confirmed that this was an error as was related to another medsun report for a ventilator. This sentence is not related to this reported event. The electrocardiograph was returned and evaluated. Investigation identified that the ac inlet experienced excessive heating at the solder connection to the printed circuit board that resulted in the connector plastic and surrounding plastic melting. The battery within the unit was not that battery supplied with the electrocardiograph, nor a battery qualified by (B)(4). The printed circuit board and plastic enclosure of the electrocardiograph have been evaluated by underwriter's laboratory and carry the ul mark indicating compliance to (B)(4) medical electrical equipment - general requirements for safety. It is possible for heating to occur at the ac inlet solder connection if the solder joint became fractured. The printed circuit board in question was manufactured 04/2007. The ac inlet connector pin may have experienced excessive force when the power cable was connected that may have resulted in the solder joint becoming fractured. It appears this may have occurred over time.